Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: total abdominal hysterectomy. Cathplace: lower abdomen. T needle introducer sheath broke into 10 pieces when physician was splitting it away from the catheter. Pieces fell into the open incision and were removed by the physician. Needle was discarded in the operating room but pieces of introducer sheath were retrieved and will be returned for evaluation. The sheath appeared to no longer be flexible and had become brittle and rigid. Used the t-peel needle from a pm025-a. Used a cb6007 pump and had no issues with the pump. Patient contact: yes. Adverse event: yes. Medical intervention: no.

Manufacturer narrative:
Method: sample has not been received, but reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report.